Event description:
Caller reported that the insulin gauge displayed an amount different from what was expected, with the pump showing a static fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller that this situation can occur due to a variance in measured pressures affecting the insulin amount calculation, and it was explained that the count will adjust once the insulin amount aligns with the static display. Caller understood and acknowledged the explanation.